Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Although the e457 was not reproduced during evaluation, the error can occur due to the following reasons; 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The output voltage is too low due to a faulty adjustment of the high voltage power supply board (permanent error). 3. The output voltage is too low due to a defective output stage of the high voltage power supply board (permanent error). 4. The output voltage is too low due to a defective pulse generation for the output stage of the high voltage power supply board (permanent error). 5. Missing output voltage of the high voltage power supply board due to a missing ch_m start signal for the pulse generation of the high voltage power supply board (permanent error). 6. The output voltage is too low due to a defective oscillator for the pulse generation of the high voltage power supply board (permanent error). 7. Missing output voltage of the hvps board due to a missing ch_k start signal for the oscillator (permanent error). 8. Missing drive and sensor signals (ch_k, ch_m, u_hvps) due to contact problems at plug-in base x1 of the high voltage power supply board (temporary or permanent error). 9. Defective motherboard due to defective adc (permanent error). As for the e433 message, it likely occurred due to one of the following reasons; 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the device is booting (temporary error caused by the user's action). 3. Defective foot switch due to short circuit in the plug (temporary error). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4. Defective footswitch due to defective reed contact (temporary fault). 5. A defective cable connection between hvps board and generator board (temporary or permanent fault). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. The supply voltage from hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an e457 error code occurred on the olympus electrosurgical generator esg-400. The issue was found during an unknown therapeutic procedure that was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e433 error code occurred due to a defective high voltage power supply (hvps) board. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.